Event description:
It was reported that, "while implanting the secur fit max plus implant into the femoral canal, the inserter strike zone was impacted and upon impact the strike force plate broke off. We removed the inserter via a pair of pliers and utilized another inserter handle to place the implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.